Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer resolved each event by changing infusion set and cartridge and then resuming insulin, and technical support advised customer to contact support during future occlusions.